Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation after receiving the elective replacement indicator (eri) message on the implantable pulse generator (ipg). The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively. The explanted device was retained by the medical facility and was not returned. The patient reported falling off of a deck a while back that may have contributed to the issue. It is undetermined whether the fall was related to the device or device stimulation.